Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7078349/7078349.

Event description:
It was reported that the patients ipg was causing pain. It was also noted that the patient was not getting an adequate pain relief. The patient underwent an explant procedure. The explanted ipg and linear leads were kept by the facility and will not be returned.